Event description:
It was reported that the needle was breaking at the hub. Additional information received on (B)(6) 2011 from the sales representative stated that they made four attempts to place the catheter in the patient and three times had the needle break at the hub. The outcome of the patient was a successful placement. Reference MDR # 1036844-2011-00348 and 1036844-2011-00349 for the two related events involving the same patient.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.